Manufacturer narrative:
D6a: implanted 2005; specific date unknown. D6b: explanted 2023; specific date unknown. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's right hip replacement required additional surgery due to complications. Information provided indicates the patient was revised approximately 16 years post their initial surgery. No further information available.